Event description:
As reported by the user facility: a primary and a secondary were on a pump. Apparently, the secondary medication infused to pt in less than 10 minutes, so this is a reported over infusion to the pt. They say they could tell it did not go into the primary bag because the secondary fluid was yellow and there was no yellow tint in the primary. Biomed has the pump and tubing the way it came off the pt.

Manufacturer narrative:
(B)(4). B. Braun medical inc is submitting a single report on behalf of b. Braun (B)(4) (the MFR), and (B)(4) (the importer). This report has been identified as b. Braun (B)(4) internal report #(B)(4). Based on the serial number provided by the user facility, b. Braun has identified the software version on this pump is g03. Multiple follow ups have been made with the facility to obtain the pump for investigation, but have been unsuccessful. On 12/15/2011, b. Braun was informed that the pump will not be returned for investigation. Without the involved device, a full investigation cannot be conducted. A f/u report will be filed if the pump is returned or if add'l pertinent info becomes available based on the ongoing investigation.